Manufacturer narrative:
This report is being submitted as follow up no. 2 to update , and to provide the completed investigation results. One 8fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned with bypass tube at the manufacturing slit. No other accessory components were returned. Visual inspection revealed that the collagen was expanded and appeared to be exposed to blood like substance. The deployment sleeve was found to be in the forward lock position. The bypass tube was present on the carrier tube at the manufacturing slit, it was dislodged and not detached. No other visual anomalies were noted. Functional testing was not possible as the collagen has already expanded. The bypass tube was separated from the carrier tube and subjected to dimensional testing. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within manufacturer specification of 0.109" +0.002/-0.003. All measurements were within the specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products, and to update device evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place. There was no obstacle to open the pouch. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site and the vessel diameter are unknown. There were no other devices or equipment used with the reported product.